Event description:
Additional information was received stating that the pediatrician recommended the vns patient undergo oxygen therapy and referred the patient to another physician.

Event description:
It was reported that the vns patient was having sleep apnea associated with stimulation. It is unknown whether the patient had sleep apnea prior to vns. It was reported that the patient underwent two sleep studies on (B)(6) 2013 and (B)(6) 2014. The neurologist last saw the patient in (B)(6) 2013 and diagnostic results from the office visit showed normal device function at the time. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.